Event description:
It was reported that as the surgeon inserted the +19.5 aq2010v silicone lens, the optic tore in a very unusual way. This lens was removed and another lens was loaded in a new cartridge/injector and tore in the same manner. The surgeon is concerned there is an imperfection with the lens. There was no injury to the patient.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaluation method: lens work order search. Results: visual inspection of the returned product showed the lens was torn into two pieces and there was evidence of a clear surgical residue. A lens work order search revealed there were no similar complaints within the work order. Conclusion: based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).